Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the patient line while the caregiver was attempting to bypass to fill one of peritoneal dialysis therapy on the homechoice device. The home patient was connected to the device at the time of the event. There was nothing found during troubleshooting that would cause or contribute to the observed air. The technical service representative advised the caregiver to end therapy and start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.